Manufacturer narrative:
Based on the medical records provided, it is unknown whether the device caused or contributed to the reported event. The patient had complaints of pain and underwent revision of a ventral hernia. During that time a partial explant of a composix kugel mesh was noted and the salute fixation device fasteners were removed. The fasteners were not noted to be defective in anyway but the surgeon felt they may have been contributing to the patient's pain. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, no sample was returned for evaluation. With the available information, no definitive conclusion can be drawn. Information related to the recalled composix kugel mesh implanted on (B)(6) 2005, will be reported in accordance with (B)(4).

Event description:
The following was reported by the patient's attorney: on (B)(6) 2005 - patient was implanted with bad composix kugel mesh using salute I fixation device during placement. On (B)(6) 2012 - office visit: patient was seen with complaints of abdominal pain. On (B)(6) 2012 - office visit: patient was seen with complaints of abdominal pain. On (B)(6) 2012 - office visit: surgical consult: surgeon felt it was probable recurrent hernia. On (B)(6) 2012 - patient underwent a diagnostic laparoscopy. There was no evidence of a recurrent hernia and minimal adhesions were noted. The composix kugel mesh was noted to be somewhat contracted; no other abnormalities. On (B)(6) 2012 - office visit: laparotomy planned to remove composix kugel mesh. On (B)(6) 2012 - office visit: patient presented with crampy abdominal pain and difficulty moving bowels. On (B)(6) 2012 - office visit: patient presented with dizziness and weakness. No sign of acute infarct or syncope. On (B)(6) 2012 - patient underwent exploratory laparotomy. Lower portion of the composix kugel mesh was noted to be contracted, partial explant of the mesh. The previously placed salute fasteners were removed as they may have been contributing to the patient's pain. A non-bard mesh was placed. On (B)(6) 2013 - office visit: patient recovering well and no complaints of pain.